Event description:
It was reported that this right atrial (ra) lead was explanted due to a dislodgement that occurred. The lead also presented high pacing thresholds and impedance issues. No additional information is available at the moment. No additional adverse patient effects were reported.